Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of an error, the device failed incoming testing due to the error and it crashed the system with no printout and it was determined that the main printed circuit board was out of specification. It was additionally noted that the display wires were pinched and the red wire insulation was compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally. The device was run on the automated test console, all tests passed. The error log contained communication errors between the die stack and microprocessor. The eeprom can be corrupted if the device suddenly powers off while the microprocessor is writing new values to the eeprom. Conclusion: confirmed the reported event, the eeprom was corrupt. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.